Event description:
Suture fraying customer states that suture is fraying. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700593-00.